Event description:
It was reported in a service report that the foot end will not stay up and the jack was leaking. It was also reported that there was no patient involvement and there were no adverse consequences associated with the reported issue.